Event description:
It was reported that the right atrial lead exhibited chronic intermittent undersensing. During an unrelated generator upgrade procedure (B)(6) 2017, the lead was accidentally knocked out of place, so the lead was capped and replaced at that time. The patient remained stable before, during, and after the procedure and would continue to be monitored.